Manufacturer narrative:
The root cause of the hematuria was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Event description:
An impella cp was inserted via right femoral arterial access in a 65-year-old male patient undergoing coronary angioplasty with percutaneous transluminal coronary angioplasty and stent placement of the left anterior descending artery. The patient was classified as scai stage c and was receiving vasopressors and inotropic support. No additional past medical history was available. During the procedure, the physician reported that the repositioning unit was not long enough to reach the artery due to the patient¿s large body size. As a result, the 14 french peel-away introducer sheath was left in place. Subsequently, pulses were absent in the affected lower extremity. The reported patient experiences included ischemia, hemolysis, and medication required. The complaint was associated with the 14 french introducer and pump-related concerns. This procedure was performed without field clinical support present on site. Based on review of the available information, the reported events were attributed to patient anatomy, procedural factors, and large-bore femoral vascular access, which are known to contribute to ischemia and hemolysis. Review did not identify evidence suggesting a causal relationship between the impella cp device and the reported events. The patient survived

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This follow-up report is being submitted to correct a previously reported h6 health effect - clinical code. The health effect - clinical code e0303 (hemolysis) reported on the initial MDR was not applicable to the event and has been corrected to a1302 (hematuria).